Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
Attorney's reported that in 2001 patient underwent hernia repair surgery, which included the insertion of a composix kugel mesh. After the initial surgery, the patient developed persistent abdominal pain. Because of this pain, he underwent hernia surgery again. During the second surgery the original mesh hernia patch was replaced.